Event description:
It was reported that customer experienced cgm error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, error did not reappear, and customer successfully restarted sensor session; no device return or replacement was arranged and no additional information was received regarding any further outcome.